Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high capture thresholds. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high capture thresholds. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of dislodged or dislocated is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high capture thresholds. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.